Event description:
Upon changing the dialysis system, the dialysis rn noticed a hole in the tubing before the coils. The set was not hung on the patient. Utah's engineers investigated the relationship between the dark blue male and female luer fittings rotating freely and leaking, and could find none. That is, they don't believe this characteristic is a predictor of whether a set will leak or not.